Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the instrument main tube broken. A piece measuring proximately 0.149 x 0.090 was not returned with the instrument. Additional observation not reported by site: the instrument was found to have mechanical indentations on the distal clevis. This type of failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the wrist of prograsp forceps was found to be bent and could not be straightened out. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. When the instrument was pulled out of the cannula and checked, the joint between silver wrist and black shaft had come off and was found to be bent and could not be returned. In order to remove it from cannula, the surgeon moved the bent part of the wrist in the opposite direction with pliers which was done outside the body.